Manufacturer narrative:
Updated sections h6 (component code), h6 (investigation findings) and h6 (investigation conclusions). Added information to h6 (type of investigation). The hemosphere alta advanced involved in this case was not returned for evaluation as this is a target market release. Based in further investigation it was identified that this issue was caused by a software defect in the alta 2.0 monitor. Pra has been generated to address this issue and internal actions are being taken to correct the issue in future version.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr) with this hemosphere alta monitor, in a patient in bypass (non pulsatile mode), cerebral adaptative index (cai) map value during bypass (in non-pulsatile mode) was inaccurate and did not correlate with the map readings from the arterial line. Additionally, clinician said during the night there was a discrepancy of approximately 2 g/dl between the thb displayed and the actual thb. The parameter was still showing "cal" has it had been previously calibrated; although the clinician stated that the recalibration flag indicating a recalibration needed had not been shown previously. There was no allegation of patient injury.